Manufacturer narrative:
PMA/510(k) # k160229. The investigation is in progress and a follow up MDR will be submitted.

Event description:
Needle was broken, and a piece was left in the patient; when they tried to retrieved the piece, they didn't see any part of the needle inside the body and confirmed with MRI; they believed that the patient coughed and expelled it. Patient is ok with follow up by doctors . It will not be reported to health ministry. No incident date confirmed. "As per cc form": after the 2º pass, the needle was break in the point, they use a bronchoscopy to see the other part of the needle but it not see. They do a other test(tac) and the needle part dot see inside the body. They think it was eliminate by the patient. Patient is at home without any complication and hcp call to see how he/she is.: needle was broken, and a piece was left in the patient; when they tried to retrieved the piece, they didn¿t see any part of the needle inside the body and confirmed with MRI; they believed that the patient coughed and expelled it. Patient is ok with follow up by doctors. Lab evaluation complete on: 19 april 2022 visual inspection: kink below sheath extender observed. Distal end of needle examined and observed to be broken approx. 3.5cm from tip of sheath. Functional inspection: sheath extender able to retract fully but unable to pass kink below sheath extender. Needle able to advance and retract with some difficulty. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Therapeutic bronchoscopy and tac just to confirm that the broken part was not inside the patient according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? Yes, if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, if the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: was gaining access to the target site difficult? No. Was the device used in a tortuous position? No . Was puncture of the target site difficult? No . Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? 4r, please describe the size of the intended target site. We don¿t know. If not with the device in question, how was the procedure performed and/or finished? Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No . Did the patient require any additional procedures as a result of this event? Yes, what intervention (if any) was required? Tac. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Pentax . Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? No. When was the issued with the product noted? On advancement of the. Sheath/needle or on needle retraction? Needle retraction. Was the syringe used during the procedure, after the stylet was removed? We don¿t know. Was difficulty experienced while retracting the needle? Yes, was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, was the endoscope in a flexed or twisted position at any time during the procedure? No. Was the stylet partially removed when advancing the needle into the target site? No. How many samples were obtained (passes completed) with this needle? 0 . Did any section of the device detach inside the patient? Yes, if yes, please specify: after the 2º pass, the needle was break in the point, they use a bronchoscopy to see the other part of the needle but it not see. They do a other test(tac) and the needle part dot see inside the body. They think it was eliminate by the patient. Patient is at home without any complication and hcp call to see how he/she is.: needle was broken, and a piece was left in the patient; when they tried to retrieved the piece, they didn¿t see any part of the needle inside the body and confirmed with MRI; they believed that the patient coughed and expelled it. Patient is ok with follow up by doctors. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? We don¿t know. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Could be.

Manufacturer narrative:
PMA/510(k) # k160229. Device evaluation: 1 unit of lot c1909945 of echo-hd-22-ebus-p was returned opened not in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2022. The distal end of the needle returned was observed to be broken approx. 3.5cm from the tip of the sheath. A proximal needle kink was also observed below the sheath extender which will be investigated under (B)(4). Clarification was requested as follows; ¿can you please ask the following in relation to this complaint following lab evaluation of the returned device earlier this week; - was the proximal kink below the sheath extender observed when the device were being sent back to cook ireland? If it was not then this would indicate that the kink came about as a result of transport returns.¿ reply was received as follows; ¿unfortunately they don¿t remember and I don¿t either; what I have done is search all the documents I have I found this picture (attached) where the ¿sheath adjuster¿ is in position ¿0¿ and it is different than the one you sent me it is in position ¿3¿. As a result of the above an additional pr was opened for the kink below the sheath extender observed during the lab evaluation. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1909945 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1909945. The notes section of the instructions for use, ifu0060-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060-4). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle tip hitting the cartilage rings of the trachea as per answer to q.34 of the additional questions. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, when the broken needle piece attempted to be retrieved, it could not be seen inside the body and confirmed with MRI; they believed that the patient coughed and expelled it. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.